Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 229 mg/dl. The customer was asked if she recalls any significant event leading to the alarm and she said that more than 2 weeks ago she dropped the insulin pump. The insulin pump was also alarming missed bolus and it kept flashing continually. The patient was advised to discontinue use of the insulin pump and revert to back up plan. The customer was advised to return the insulin pump and we will replaced it.